Event description:
(B)(6) uses (B)(4) software (a class I medical device) to store, retrieve, and process the data associated with specimen testing including but not limited to patient demographics, tests ordered, test results, test result interpretation, quality control results, and result codes (flags) that may be associated with the specimen from its entry into the laboratory workflow until patient report is generated and released. When (B)(4) software is installed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. This laboratory specific logic automates the flow of the specimen through the laboratory. The customer defines the nomenclature used for their result codes (flags), and when the software encounters the predefined result code the software processes the specimen according to the logic associated with the result code. (B)(6) received one specimen for the patient. By protocol, two specimens should be sent for all babies born in (B)(6) , but we do not show another specimen of being received for said baby. The baby was born prior to the state of (B)(6) implementing in-state newborn screening with their own laboratory on (B)(6) 2014. The first and second specimens may have been tested in (B)(6). The first specimen was received on (B)(6) 2014. The initial co was normal, c16 was normal, c18 was low, and c0/(c16+c18) was elevated making the overall results for cpt1 disorder to be confirmed, creating a repeat request for the disorder. The lab canceled the repeat request on (B)(6) 2014. The request was canceled by the lab because the specimen was sent back to (B)(6) for testing completion. Cpt1 was reported as normal on (B)(6) 2014, but the report was printed again on (B)(6) 20 14. The patient report released did not contain any erroneous content. (B)(4).